Manufacturer narrative:
(B)(4). Date of event: dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: article titled: safety and efficacy of a novel -hybrid closure- technique in large-bore arteriotomies.

Event description:
It was reported through a research article identifying perclose proglide devices that may be related to the following: perclose crossover balloon device failure. Bleeding after proglide deployment combined with non-abbott device. Specific patient information is documented as unknown. Details are listed in the attached article, titled safety and efficacy of a novel "hybrid closure" technique in large-bore arteriotomies.